Manufacturer narrative:
Evaluation results: visual findings observed scratches on the exterior housing. The side switch cover has been torn off leaving the unit with exposed control buttons. One of the dust covers underneath the battery slot is broken. Evaluation of the unit found that it did not sound when nothing was connected due to a through hole connecting pad at the positive lead of c22 (capacitor) came off. Being that the unit is nearly four years old since it was manufactured, it is unlikely that a manufacturing non-conformity contributed to the unit having no sound, and the likely cause is normal wear-and-tear, severe shock, and other effects of repeated use and age. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. The IFU states, if the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor, or if the chair belt sensor is unfastened. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file number: (B)(4).

Event description:
On 06-18-2021 bd1 the customer contacted us via e-mail. The customer states "please advise if posey sitter elite alarm with serial number (B)(4) is under warranty. It doesn't work but the green light does come on when it's turned on." No gtin information was available. S/n (B)(4) is under the 4-year useful life warranty. The customer has been informed of the policy. Chs ticket# (B)(4).